Manufacturer narrative:
This report is submitted on may 6, 2021.

Event description:
It was reported the patient was placed under general anaesthesia to replace abutment.

Manufacturer narrative:
This report is submitted on april 02, 2021.

Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently was treated with oral and topical antibiotics (date and duration not reported).